Event description:
It was reported that the front right wheel came off a m94 powered wheelchair and the chair came to a hard stop causing the user to fall out of the chair onto the street. The user went to the hospital for unspecified injuries.